Event description:
Reporter indicated that the site was not able to establish communication with the patient's generator, and verified that there were no issues with the programming wand, or the handheld computer. All attempts for further information have been unsuccessful to date.